Event description:
The physician attempted to advance an endeavor resolute drug eluting stent to lesion. The stent couldn't passed the lesion due to severely calcification and vessel tortuosity. On return to manufacturing facility damage was noted to the stent. No clinical sequelae were reported. Evaluation summary: the 1st distal segment had moved distally on the balloon and was positioned over the distal marker band. The remaining stent was positioned between the marker bands as per specifications. The 1st distal segment was raised and deformed. Please note that this device ((B)(4)) is distributed outside the united states: however , it is similar to the united states distributed product ((B)(4)).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent deformation and failure to deliver the stent), patient's condition affected effectiveness of device (vessel morphology). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition, (vessel morphology). (B)(4).